Event description:
Pt with cad and ventricular tachycardia presented with implantable cardiac defibrillator shocks and multiple detecting due to extraneous signal. Leads were tested for electrical integrity. Impedance between tip electrode and rv coil was too low for detection by the "psa".